Event description:
The patient sustained a 1" x 1 1/2" abrasion area on left thigh under pad. Injury was a second to third degree burn. Two aspen electrosurgical units were used during the procedure. On the first the physician stated it wasn't working and requested another unit. Second unit was set up and switched on. It beeped and lit up at the plate alarm connection. Machine connections checked and pad on patient checked at this time. Unit switched back on and alarm did not sound. At the time the pad was to be removed it was noted to be partically off. When removed the open abrasion was notedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-91. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.